Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: according to the complainant, after assuming care of infant mrn, lipid infusion was programmed at the ordered rate and verified with another nurse (rn). At approximately 1740, the infusion pump indicated that the lipid infusion was complete. Upon assessment, it was noted that approximately 60 milliliters (ml) of lipids had infused despite the correct rate being programmed and verified. At that time, all infusion pumps in use were blinking blue and displaying a message indicating that the pump required an update. The provider, charge nurse, and transport nurse were promptly notified of the discrepancy. Per provider orders, the lipid infusion was discontinued. No patient complications were reported as a result of this event.